Event description:
The customer contact reported the device did not deliver a dose when the button on the pt bolus cord is pressed. During testing at the user facility, the pt bolus cord did not deliver a dose when the button was pressed. There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the bolus cord button was pressed. This was due to a broken bolus pin in the bolus connection socket on the bottom end cap. The cause of the broken pin could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).